Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A doctor reported a radial tear. In a patient's right eye during laser assisted cataract surgery. The patient's dilation was not ideal and the surgeon thought that the capsule treatment cleared the iris but it was close. Upon review of the scans, the capsule treatment was indeed obstructed by the iris in the location of the radial tear. The surgeon stated that the capsule treatment appeared complete because the capsular button floated up into the anterior chamber after stabilization. However, the doctor could not see the section in question while managing the capsule. No vitreous was lost and the case was completed without consequence to the patient.

Manufacturer narrative:
After reviewing the video microscope images provided, the capsulotomy was larger than the dilation of the iris resulting in untreated areas. These untreated areas could have contributed to the anterior capsule tear that occurred during the cataract procedure. Prior to a site¿s usage of the laser, a company representatives trains and certifies site personnel on proper usage of the system as well as identifying incompatible patients for treatment. Based on assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to use error. (B)(4).